Event description:
It was reported that a spectrum pump was alarming system error 105 in the intensive care unit during diagnosis. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The evaluation found the motor to be seizing which is a known contributor to the reported symptom. The failed motor assembly was replaced.